Event description:
It was reported that the patient went to the emergency room for hypoglycemia. The patient's blood glucose levels reached 45 mg/dl while wearing the pod on the abdomen. The patient was treated with food, glucose syrup, and juices. Patient was released the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit for hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.